Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified. A review of the provided image was performed, and the following additional information was provided: a small amount of movement was expected when the vessel sealer was activated. This was to ensure that adequate compression was applied during the seal cycle.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the vessel sealer extend (vse) instrument would jerk when activated by the surgeon. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The surgeon had function of the vessel sealer and pressed the activate button; when the activate button was pressed, the instrument would jerk. The failure was not related to an inability to move the instrument at all. The surgeon was not moving the instrument while activating the energy, but the instrument moved. The instrument should not have moved and activated but moved upwards-see video set to dv stat. There was jerking observed but no shaking. There was not any instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent during the entire case.